Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a hemotoma was observed. The hematoma was drained and the pocket was revised. The patient tolerated the procedure well.